Event description:
Regal study. It was reported that stent occlusion occurred. The patient underwent treatment with three eluvia study stents on (B)(6) 2019. The target lesion was located in the left ostial, proximal, middle and distal superficial femoral artery (sfa). It had a 5mm reference vessel diameter, proximally and distally, 250mm in length and 100% stenosis. Pre-dilation was performed using one balloon and three eluvia stents were implanted ( two 6x120mm stents, and a 6x100mm stent). Post-dilation was performed using one balloon and residual stenosis was 0%. On (B)(6) 2019, the subject experienced an in-stent occlusion of all three study stents of the left sfa measured occlusion was over 30cm. The subject was hospitalized and thrombolysis with percutaneous transluminal angioplasty (pta) of the left sfa was performed. The event was reported as serious and ongoing. It was further reported that the event was resolved as of (B)(6) 2019.

Manufacturer narrative:
Patient identifier: (B)(6). Date of birth: (B)(6). Device is combination product.

Manufacturer narrative:
Patient identifier: (B)(6). Date of birth: (B)(6). Device is combination product.

Event description:
(B)(6) study. It was reported that stent occlusion occurred. The patient underwent treatment with three eluvia study stents on (B)(6) 2019. The target lesion was located in the left ostial, proximal, middle and distal superficial femoral artery (sfa). It had a 5mm reference vessel diameter, proximally and distally, 250mm in length and 100% stenosis. Pre-dilation was performed using one balloon and three eluvia stents were implanted ( two 6x120mm stents, and a 6x100mm stent). Post-dilation was performed using one balloon and residual stenosis was 0%. On (B)(6) 2019, the subject experienced an in-stent occlusion of all three study stents of the left sfa measured occlusion was over 30cm. The subject was hospitalized and thrombolysis with percutaneous transluminal angioplasty (pta) of the left sfa was performed. The event was reported as serious and ongoing.